Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable pacemaker and other manufacturer right atrial (ra) lead had observations of the minute ventilation (mv) sensor oversensing intermittent high out of range pacing impedances greater than 3000 ohms causing inappropriate atrial tachy response episodes. The signal artifact monitor feature detected the oversensing and disabled the mv feature, where the impedances decreased to approximately 350 ohms. Technical services recommended consider programming unipolar pace and bipolar sense. The system remains in-service. There were no reported patient symptoms.